Event description:
It was reported that a patient presented with dislodgement noted on the right ventricular lead, resulting in loss of capture. The dislodgement was confirmed with x-ray imaging. The lead was explanted and replaced on (B)(6) 2025. During the explant, the lead helix was unable to be retracted. No adverse patient consequences were reported.

Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.